Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 4.3 mmol/l at the time of incident. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is not advancing. The customer was advised to remove battery and insert a new battery and monitor pump for 3 minutes. The customer states the time did not advance. The customer was advised the request to replace pump has been sent to the local office.